Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03004. The pt received 3 peripheral leads and 2 have the same lot number (off-label use). The sjm rep reported the pt was having problems increasing the amplitude of his scs system. The sjm rep was able to achieve partial coverage with reprogramming. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.